Event description:
It was reported that the patient was unable to connect to their ipg following an unrelated surgery. Reportedly, the ipg was set into surgery mode prior to the procedure.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention is anticipated to address the issue.

Manufacturer narrative:
H1 - type of reportable event: per additional information received, h1 - type of reportable event was updated to serious injury.